Manufacturer narrative:
(B)(4). H6: adverse event problems: health effect-clinical code - correction to remove 4582 no clinical signs, symptoms or conditions and add 2687 foreign body in patient.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.